Manufacturer narrative:
One way valves returned were sent to the supplier for analysis. Based on the manufacturers report, there were incomplete sonic welds on the one way valve. This is considered an isolated event. This complaint will be recorded in the complaint database for future reference. Complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the one way valve was attached to the iab catheter to achieve negative pressure. It was noted that part of the one way valve was detached and unable to be used. The three-way stopcock was utilized instead of one way valve to continue therapy. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the one way valve was attached to the iab catheter to achieve negative pressure. It was noted that part of the one way valve was detached and unable to be used. The three-way stopcock was utilized instead of one way valve to continue therapy. There was no reported injury to the patient.

Manufacturer narrative:
One part of the one-way valve was returned broken. The other part of the one-way valve was not returned. No blood was visible on the returned part. The evaluation confirms the broken one-way valve. We are unable to determine how this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the one way valve was attached to the iab catheter to achieve negative pressure. It was noted that part of the one way valve was detached and unable to be used. The three-way stopcock was utilized instead of one way valve to continue therapy. There was no reported injury to the patient.